Event description:
Caller states that device uf01178189 read 5.4 inr while device uf0126391 read 7.1 inr during duplicate testing. No action was taken based on device results. No adverse event reported and no treatment received. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Strips used with uf0126391: 320a, 3116247, 11/30/07.